Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, a dissection occurred. The 90% stenosed, 2.5x10mm target lesion was located in the circumflex artery (cx). A 2.5x8mm liberte stent was implanted resulting in 10% residual stenosis. A non-bsc stent was implanted to treat a dissection. The procedure was a technical success. The patient was discharged three days after the index procedure with no current anginal complaints or silent ischemia. The discharge medications were asa 100 mg/day for 6 months and clopidogrel 75 mg/day for 6 months.